Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise that was oversensed as ventricular fibrillation. However, the patient did not receive inappropriate shocks. Pacing was inhibited, however no patient symptoms were associated with the pacing inhibition. A guidant technical services consultant discussed the possibility of emi as the cause of the noise. However, the physician was later able to produce noise with isometrics, and this noise was not detected. Another technical services consultant discussed the possibility of the high voltage leads being reversed in the device header or damaged seal plugs causing the issue. The physician has elected to monitor the patient as no symptoms or inappropriate shocks have been observed.